Event description:
A phyhsician reported after a crna, inserted an laryngeal mask airway, tinges of blood were noted on the back of the laryngeal mask airway. When they examined the pt's oropharynx, a leak became noticeable. On first attempt to remove the mask only the tube came out. The remaining portion of the mask was removed by pushing the cuff downward and pulling on the pilot balloon. The blood in the airway was suctioned, and an et tube placed. An oral surgeon examined the pt in the or and noted small abrasions to the posterior pharynx that were bleeding. The nares and oropharynx were packed for the duration of the case. At the end of the case, the packs were removed and the bleeding had stopped. The pt was given IV clindamycin and IV steroids. There were no problems in the pacu and the pt was discharged with a sore throat. One week later the pt reported the sore throat had resolved. The physician was informed of co's 40 use recommendation and the importance of the pre-use performance tests was emphasized. The user facility indicated they will not be returning the device for evaluation in response to co's request.